Manufacturer narrative:
The device was received partially deployed. Initial inspection of the device found the formed needle seen in the exposed portion of the soft cannula. Download data showed no alarm, timeouts, or drive stalls that would indicate any failures to deliver insulin. Upon removing the top housing, the formed needle was seen disengaged with the slide retract and damage was visible to the slide retract, indicating that the formed needle was incorrectly installed which is why the formed needle did not retract after deployment. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The fluid path was inspected for any signs of leaking during wear and none were observed. A leak test was performed on the fluid path and no damages to the cannula assembly were observed that would result in leaking during wear. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. Cannula did not properly insert and leaking during wear was also reported. The pod was worn less than one hour.